Event description:
Report received of an over-delivery due to a spontaneous rate change. The pump was programmed to deliver an unspecified fluid at 150ml/hr. At an unspecified time later, it was reported that the patient's family told the nurse that they felt and reported that the device display indicated that the pump was infusing at 816ml/hr issues were reported. The device was not removed from clinical service and was not identified by serial number. There was no reported adverse effect to the patient.